Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 487 mg/dl at the time of the incident and current blood glucose was 566 mg/dl. The customer had symptoms such as knots in the stomach. The customer was treated with bolus. It was reported that they had high blood glucose and was advised to change the set by health care professional. The customer was advised to disconnect at the quick set release. The customer declined to perform the high blood glucose. The insulin pump will not be returned for analysis.